Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that it is unknown if the broken cable was identified prior to or after processing and the instruments are inspected for any damage prior to reprocessing. There was no report of anomaly at the inspection. Customer cannot remember if the wire was exposed or if there was thermal damage. There was no loss of cautery associated with the damaged cable. There was instrument collision and mothing fell into the patient.